Manufacturer narrative:
Two pictures from foreign material on the catheter was provided. Upon device return and inspection, it was observed that there was a foreign material presented on the catheter. A guidewire was successfully inserted through the catheter. Deployment was tested multiple times, and the device was deployed to basket and flower position with no unusual resistance noted. Deployment to basket and flower was successful on every attempt and no unusual resistance was noted. However, white marks / spots were noted on the catheter. The reported event was confirmed.

Event description:
The farawave ablation catheter was selected for use during the procedure to treat paroxysmal atrial fibrillation (pafib). It was reported that dirt was observed on the device upon unpacking it. The device was replaced. The procedure was completed successfully without patient complications. The device is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
The farawave ablation catheter was selected for use during the procedure to treat paroxysmal atrial fibrillation (pafib). It was reported that dirt was observed on the device upon unpacking it. The device was replaced. The procedure was completed successfully without patient complications. The device is expected to be returned for analysis.